Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the freestyle libre 2 sensor. The caregiver reported low sensor readings of 85-87 mg/dl, and treated customer with biscuits, jam, yogurt, sugar, and sugar-water. As the customer's scan readings continued to be low, the caregiver brought customer to hospital on (B)(6) 2022. The caregiver reported healthcare meter results of 200 mg/dl against sensor readings of 87 mg/dl and 45 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was given unspecified treatment for glycemic control. There was no report of death or permanent injury associated with this event.